Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced shortness of breath, nausea, overfull and abdominal pain during fill 1. The patient was connected to the homechoice pro device at the time of the events. The patient reported that the program was changed a few weeks ago and since then they had been experiencing the symptoms. The last fill volume was programmed at 1200ml, the initial drain alarm was 0ml, the current fill volume was 490ml, and the initial drain volume was 20ml. The patient performed manual draining which resulted with 572ml up to 2389ml. Renal therapy services (rts) advised the patient to contact the nurse regarding the initial drain alarm being set too low. Rts advised the patient the cause was false empty detect the initial drain volume was set too low for the last fill program. The patient continued with the treatment. The patient reported as part of the treatment for the events the patient had ¿an emergency drain¿ and the nurse changed the program. The patient reported they ¿still feel like being filled too much but it is much better¿. The device was operational, and a swap was not necessary. No additional information is available.